Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with lysis of abdominal adhesions.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). During the sling procedure to treat stress urinary incontinence, the patient also underwent a left oophorectomy. Eight months later, the patient experienced pelvic pain, mesh erosion, incontinence and dyspareunia. (B)(4) dyspareunia.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) - surgical intervention. It was reported that patient underwent excision of mesh on (B)(4) 2017 due to erosion.